Manufacturer narrative:
During inspection and testing, the metal part of the grasping section was visible through the tissue pad which was torn with a missing part. There was a mark on the probe which came in contact with the non-insulated area of grasping section and was abraded against it. There was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. The coating of the grasping section was partially peeled off. The coating of the probe was partially peeling and the probe had some scratches. A review of the device history record found no deviations that could have caused or contributed to the wear on the tissue pad. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the intensive wear of the tissue pad could have happened because "seal & cut¿ output was activated while grasping nothing with the grasping section and the probe tip, or output continued after transection of tissue. The tissue pad was then worn away, causing the non-insulated area of the grasping section to touch the probe. The "seal & cut¿ output was then activated with the non-insulated area of the grasping section touching the probe. This caused the error and the contact marks on the non-insulated area of the grasping section and the probe. The coating of the grasping section and probe could have come off when dirt such as a burn was scraped off with something hard. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." "If the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported the subject device triggered an error message during a kidney operation. The procedure was completed with another similar device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the metal part of the grasping section was visible through the tissue pad which was torn with a missing part. This report is being submitted for the malfunction found during evaluation (tissue pad separation). There was no effect on the patient due to the event.